Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to moisture damage found on the electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer received a low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.